Event description:
Surgeon reports, "upon injection, cannula blew off syringe into lens. Dislocating lens and ripping zonules". No surgical intervention was required but corneal edema persisted at 2 weeks post-operative. At this time surgeon does not consider this complication to be permanent.

Manufacturer narrative:
Evaluation of the complaint sample revealed all dimensional specs and ansi gage testing were met. There have been no similar reports on this lot.